Event description:
It was reported to philips that the efficia dfm100 defibrillators ECG cable is faulty. There was no reported patient impact or injury. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that during the operational check the device exhibited an ECG malfunction. Available details indicate that biomed evaluated the device and determined that the ECG cables were faulty. As a result, the 3 lead ECG trunk cable, aami/iec (pn: 989803145071), and 3 lead set, snap, iec, ICU (pn: 989803145121) was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the cause of the reported problem was due to defective ECG cables. Further root cause could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The ECG trunk cable and leadset was replaced to resolve the issue and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.